Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the mount (tsvwb10) fractured during placement. The doctor was able to finish the procedure with another implant. Tooth location 30.

Manufacturer narrative:
An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation with its mount and connecting screw. Visual inspection of the as returned product identified that the mount hex had fractured . Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.